Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a non-recoverable error occurred. Prior to call tech support, the staff performed a hard power cycle, including emergency power off (epo) on the patient side cart (psc) but the issue was not resolved. Tse checked the logs and noted errors 307 and 319 (after they restarted) pointing to the universal surgeon manipulator (usm 3). The procedure was completed with three remaining arms with no reported injury.

Manufacturer narrative:
The field service engineer (fse) went on site and confirmed the reported issue. The fse replaced the universal surgical manipulator (usm). Intuitive surgical, inc. (Isi) received the usm; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The reported error 307, which was confirmed as having occurred in the field and the error was replicated during testing. System log recorded error 307 coupled with error 319 pointing to the axes controller carriage (acc) board. The unit was tested on an in-house system in normal mode and triggered error 319. The unit was also tested on a test platform where it failed fiber and boards tests.